Event description:
A vega r58 lead failure was suspected due to some artefacts observed on a first recorded episode dated 7 september 2023 (this noise could not be reproduced by manipulation or provocative maneuvers). The pacemaker was re-programmed on a higher output which seems to be working for the moment with some non-captures. The patient is doing well despite the circumstances.

Manufacturer narrative:
Investigation summary: review of the available device episode revealed on (B)(6) 2023 for the first time, the presence of ventricular oversensing due to the detection of non-physiological signal and artefacts. Moreover, a significant decrease in r-waves sensing was observed in the less five hours preceding the follow-up dated (B)(6) 2023, possibly suggestive of a lead sensing issue. As indicated, artifacts observed during the recorded episode could not be reproduced during the provocative manoeuvres performed, indicating that the oversensing was related to a lead issue. After these findings, the pacemaker was reprogrammed to a higher output, which seemed to work. However, ventricular loss of capture continued to be observed, and given the noise morphology observed on the provided episode and the r-wave sensing decrease, a lead insulation failure could be suspected, potentially combined with a conductor fracture. As the lead remains implanted, it was not returned for investigation. Therefore, the exact root cause could not be determined. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality.